Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported via the medicines and healthcare products regulatory agency (mhra) that a deviation in the positive end-expiratory pressure (peep) value was observed during the resuscitation of a patient using a (B)(4). Adjustable t piece resuscitation circuit. The peep, which should ideally be maintained at 10 cm h2o was noted to be at an elevated level of 30 cm h2o. There were no patient consequences reported. F&p have requested further information about the event and patient condition.

Manufacturer narrative:
(B)(4). The f&p classic t-piece circuit (900rd010) is a single use breathing circuit intended to provide ventilatory support to neonates and infants with respiratory insufficiency. The device is designed to connect to the f&p neopuff t-piece resuscitator or any other gas-powered resuscitator complaint to iso-10651-5:2006. This device is designed for use in the hospital environment and must be prescribed by a physician. It is intended to be used by medical professionals including physicians, nurses, midwives and respiratory therapists. Method: the complaint 900rd010 adjustable t piece resuscitation cirucit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Result: the customer reported a deviation in the positive end-expiratory pressure (peep) value was observed during the resuscitation of a patient using the 900rd010 adjustable t piece resuscitation circuit. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The following general warnings have been included in the user instructions: the f&p classic t-piece circuit and f&p neopuff t-piece resuscitator are intended for use by medical professionals trained in infant resuscitation. Do not occlude the resuscitation tubing. Do not connect the t-piece circuit (900rd010) directly to a high-pressure gas source. The t-piece circuit must be connected to the outlet port of the neopuff or gas-powered resuscitator. Bypassing the resuscitation device may result in serious patient harm.

Event description:
A healthcare facility in united kingdom reported via the medicines and healthcare products regulatory agency (mhra) that a deviation in the positive end-expiratory pressure (peep) value was observed during the resuscitation of a patient using a 900rd010 adjustable t piece resuscitation circuit. The peep, which should ideally be maintained at 10 cm h2o was noted to be at an elevated level of 30 cm h2o. There were no patient consequences reported. F&p have requested further information about the event and patient condition.